Event description:
It was reported that an ilet user experienced recurrent hypoglycemia that they attributed to the pump continuing insulin delivery until glucose reached approximately 70 mg/dl, with concerns about cumulative insulin on board and a request for higher glucose targets and delivery limits; the user stopped using meal announcements, later discontinued pump therapy, and transitioned to multiple daily injections before planning training for factor reset and guidance on meal announcements. Symptoms included hypoglycemia. Outcomes included user-initiated discontinuation of pump therapy and planned re-engagement with training; no hospitalization occurred. Investigation included customer follow-up, review of use pattern, and arrangement for training focused on factor reset and meal announcement guidance. Investigation of this case revealed use-related challenges and potential mismatch between insulin delivery settings and the user¿s insulin resistance, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to therapy management and user interaction rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.